Manufacturer narrative:
(B)(4). Photo investigation: this is an analysis of a photo submitted for evaluation. During the visual analysis the following was observed: the photograph shows two winding formers, the needle is not visible in the photograph. The picture is not clear to determine the failure mode. No conclusion could be reached. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one vcp433h sample was returned with a suture and a labeled winding former. However, the needle was not received for analysis. During the visual inspection of the suture, no damages were observed. However, on tip of the suture a short insertion was observed. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture pulled of the needle with a newly dispensed suture, as it was opened during preparation for surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.